Manufacturer narrative:
Device eval by MFR:the main coil, the pusher wire and the introducer sheath were returned for analysis. The devices were visually and microscopically inspected and was found out that the main coil was observed bent and stretched at the middle section, and it was observed the coil arm stretched, bent and detached. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed on the device. The functional inspection could not be performed due the main coil and the pusher wire are not interlocking. The dimensional inspection revealed that the outer diameter (od) at the zap tip and coil arm were found to be within specification.

Event description:
Reportable based on the device analysis completed on 27oct2023. It was reported that the coil was deployed in the distal part of the catheter. The target lesion was located in the internal iliac artery. A 12mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil was deployed in the distal part of the catheter. Only the coil was removed from the patient. The procedure was completed with another interlock-35. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the coil arm was detached.